Event description:
During a pci procedure, the balloon of the quantum maverick monorail ptca catheter ruptured. The lesion being treated was a calcified lesion in the right coronary artery (rca). Two cypher stents (15mmx3.0mm) were implanted at the mid rca after ivus. After stent implantation, a first and second ballooning was performed to both distal and proximal areas respectively. When the third ballooning was attempted at the overlapped section the balloon ruptured at 18 atms. The procedure was successfully completed with another device. No patient injuries or complications were reported . Patient status is reported as good.